Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 6.7mmol, 4.1mmol, 6.1mmol. Tests were done within 20 mins with a difference of 27%. Pt did not experience any adverse events. No further info has been reported.